Event description:
It was reported that occlusion alarms recurred and that multiple alarms occurred in sequence during pump use over several days. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin, but ongoing occlusion issues continued despite new supplies, so tandem technical support arranged a replacement pump. The customer reverted to an alternate method of insulin therapy.